Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device. No bg/cgm comparison values provided for this event. The patient was experiencing vomiting, shakiness, increased urination, a headache, a stomachache, and had extreme allergies. The patient¿s mother stated that the dexcom was ¿40 points off¿ from the bg meter. The patient was also wearing a tandem insulin pump. It was documented that the patient was in the hospital due to a cgm inaccuracy, however, we have not information leading up to this event or how the patient was transported to the hospital. The patient was treated with unspecified IV fluids for hydration. There is no information regarding when the patient was discharged home. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.